Manufacturer narrative:
H10: manufacturer narrative: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, and system history. It was initially reported that during a procedure, the display ceiling suspension (dcs) slowly sank down by itself and touched the tabletop. However, the procedure was continued and finished on the imperfect system. The onsite service intervention revealed that the dcs was not properly balanced. Due to this imbalance, the dcs starts to move slowly downwards when it is at a certain position. However, it could not be determined why the dcs was no longer balanced. According to expert opinion, the most likely root cause is that the counterweights were not fastened tight enough to the dcs and therefore they slit slightly during movement of the dcs until the dcs was no longer properly balanced. The problem was resolved by rebalancing the dcs-by adjusting the available counterbalance weights. The issue mentioned in the complaint has not been reported again since the adjustment. Since the dcs moves slowly and without force, no injuries, not even minor ones, are to be expected from the descending dcs. The descending dcs can be easily stopped by the user. The incident described was not classified as a reportable adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. This complaint remains classified as a product problem. The complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that while operating the artis zee multi-purpose system. Display ceiling suspension (dcs) detached during a patient procedure and landed on the table. No patient or hospital personnel was under the c-arm when the incident occurred. We have no indications of adverse effects on the health status of patient, user or third parties.